Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm2) was analyzed. In system logs, the 23087 error was found indicating the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where a relevant testing was passed within specification. The complaint was confirmed by failure analysis. While the definitive root cause could not be established as failure analysis could not replicate the customer-reported event, a possible cause based on failure analysis may be attributed to the instrument sterile adapter printed circuit assembly (isa pca).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm2.

Event description:
It was reported that prior to the start (post ports placement) of a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a repeated recoverable error 23087 occurred. The tse had the customer perform hard power cycle of the system, but the issue was not resolved. The tse had the customer disabled universal surgical manipulator (usm) 2 and continue the procedure with the remaining three usms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: there were no patient injuries as result of the event. The procedure was completed robotically with the remaining three usm arms.